Event description:
It was reported that this right ventricular (rv) lead dislodged from its implant positioned and perforated the ventricle of the heart. A drop in sensing and rise in threshold and pacing impedance values were reported. Tachycardia therapy was deactivated as oversensing of noise was also present on the rv channel. Surgical intervention was performed, and the rv lead was repositioned and continues to remain implanted and in service. No additional adverse patient effects were reported.